Event description:
During a coronary stent procedure, a dissection occurred. The type b lesion was located in the left anterior descending artery (lad). The vessel was pre dilated using the 8mm x 2.75mm quantum maverick monorail balloon. The balloon was inflated once to unknown atms. Upon removal of the quantum maverick monorail balloon, a dissection was noted. The physician attempted to advance a 2.5x12mm taxus drug eluting stent, however, he was unable to cross the lesion. The lesion was successfully crossed using a 2.5x12mm taxus drug eluting stent which treated the dissection. Patient status is listed as "fine".